Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon fired the device across the cystic duct, the device jammed and the clips were malformed. They appeared open ended. They used another like device to complete the case without any patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.